Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, the thread came off the needle at the first pull through the fat tissue. Another suture from the same lot was used to complete the case. There was no patient injury.